Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (serial: (B)(6); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0011966449); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-2329 (lot: 0011957876); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the implanting team were in the final release of the valve and when the tabs were about to be release from the delivery catheter system (dcs), the patient cough and took a big respiration during critical part. As soon as the tabs came off, the valve dislodged into the ascending aorta. The implanting team snared the valve and was held in place. It was noted that the patient was stable throughout the process. The implanting team attempted to get the second valve through the first valve and were getting forced into the outer wall and was unable to advance the dcs through without causing damage or delivering the valve down too far. Subsequently, a decision was made to abort the second valve and went in with a non-medtronic valve. The non-medtronic valve was successfully implanted. The patient was stable, and the procedure was completed. No additional adverse patient effects were reported.

Event description:
Additional information was received that during implant, a pre- and post-implant balloon aortic valvuloplasties were not performed. The deployment starting point was the bottom of the pigtail catheter. Prior to the valve dislodgement, the valve was implanted at a depth of 3mm on the non-coronary cusp and 3mm on the left coronary cusp. After the valve dislodgement, the valve was above the annular and into the ascending aorta. A medtronic confida guidewire was used during the procedure. It was noted that there was no patient anatomy that contributed to the dislodgement; however, high oversizing and tweener sizing were observed. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID gwbc30 (lot: unknown); product type: guidewire; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.